Manufacturer narrative:
Product ID: 3889-28, lot# va1pur1, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va1pur1, ubd: (B)(6) 2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) from an healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins). The rep was told by the hcp that the patient developed an infection and as a result the implant and lead were explanted. The issue was resolved at the time of this report and no device malfunctions were reported. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.